Manufacturer narrative:
(B) (4). Evaluation method: since the device remains implanted, the programmer files were reviewed. (B) (4): the model, printing on the stiker used to identify the product in the hospital files, is incorrect. (B) (4)

Event description:
The stickers, used by the physician to identify the product in the hospital file, contained the wrong device name: esprit sr instead of esprit s.